Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition of 2 seconds. Pace impedance measurements were noted to be greater than 3,000 ohms, resulting in a lead safety switch. It was noted that the patient was pacemaker dependent at that time. The health care professional (hcp) had programmed the rv lead to bipolar pacing and sensing in which the patient felt dizzy so programmed to bipolar sensing and unipolar pacing which the patient tolerated. Boston scientific technical services (ts) discussed with the hcp to follow up with the physician and suggested a possible chest x ray. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned. A supplemental report will be filed at the time of analysis completion.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition of 2 seconds. Pace impedance measurements were noted to be greater than 3,000 ohms, resulting in a lead safety switch. It was noted that the patient was pacemaker dependent at that time. The health care professional (hcp) had programmed the rv lead to bipolar pacing and sensing in which the patient felt dizzy so programmed to bipolar sensing and unipolar pacing which the patient tolerated. Boston scientific technical services (ts) discussed with the hcp to follow up with the physician and suggested a possible chest x ray. The lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was explanted due to loss of capture and pace impedance measurements greater than 2,000 ohms. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition of 2 seconds. Pace impedance measurements were noted to be greater than 3,000 ohms, resulting in a lead safety switch. It was noted that the patient was pacemaker dependent at that time. The health care professional (hcp) had programmed the rv lead to bipolar pacing and sensing in which the patient felt dizzy so programmed to bipolar sensing and unipolar pacing which the patient tolerated. Boston scientific technical services (ts) discussed with the hcp to follow up with the physician and suggested a possible chest x ray. The lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was explanted due to loss of capture and pace impedance measurements greater than 2,000 ohms. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned. A supplemental report will be filed at the time of analysis completion. The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.